Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high thresholds, low sensing and possible dislodgement. A lead revision procedure was scheduled but it was unsuccessful. Once the lead was explanted, it was noted that there was tissue on the lead helix making any attempts to re implant impossible. A new lead was successfully implanted in it's place without incident. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.